Event description:
The user facility reported a male in post cardiotomy cardiogenic shock /low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. During the implantation process, the patient went into ventricular fibrillation while the pump was moving across the atrioventricular. Necessary intervention was required, such as, the heart was shocked and converted which resulted in asystole rhythm. Cardiopulmonary resuscitation was also provided and continued for a substantial amount of time. However, the patient expired before the support could be initiated. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.